Event description:
It was reported that during an in-clinic follow-up, the left ventricular (lv) lead exhibited loss of capture. X-ray imaging was performed and revealed a dislodgement of the lv lead. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events of dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification.